Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no missing sealing agent and damaged sealing agent in the areas of the light guide (lg) and objective (ob) lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the duodenovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, missing sealing agent and damaged sealing agent in the areas of the light guide and objective lens were observed. There was no patient involvement.